Manufacturer narrative:
B3: event date is estimated. The allegation is against one of two leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event: product family: scs, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a00009578. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2023-02997. It was reported that the patient was experiencing pain at the ipg site and lead migration. The investigation did not determine which lead attributed to this issue. Surgical intervention was undertaken and the ipg and leads were explanted and replaced.